Event description:
It was reported that a pump issued an altitude alarm. Customer's blood glucose level was not impacted. The customer's insulin delivery was initially suspended due to the alarm, but after following instructions to clean the pump's speaker holes and reconnect the cartridge, insulin delivery resumed successfully. Technical support provided additional tips to prevent future altitude alarms, and the customer acknowledged the guidance, confirming that the issue did not recur.